Manufacturer narrative:
The reported event was confirmed as manufacturing related. Received three (3) photo samples. First photo sample showcases a 2-way catheter. Second photo sample showcases catheter partially inflated. Third photo sample showcases paper with native writing on it. Received a used 2-way catheter (without original packaging). Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and solution immediately leaked from 0.054" pinhole found on the shaft of the catheter and located 0.3485" from the bifurcation. This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure . H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leakage was observed from the foley catheter during use in the operation. Per follow-up information received from ibc on 10oct2023, it stated that the details regarding the leak location weren't provided by customers.

Event description:
It was reported that sterile water leakage was observed from the foley catheter during use in the operation. Per follow-up information received from ibc on 10oct2023, stated that the details regarding leak location weren't provided from customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.